Manufacturer narrative:
One 72201915 3.8mm tapered awl was returned. This is an eight year old reusable instrument. The complaint stated: ¿¿the tip detached from the handle at the first hammer.¿ there are typical surface scratches on the shaft from reuse. The delrin handle has lost its press fit stability and eventually stripped. The device also has heavy etching, dings and scratches on surfaces. The instrument handle is quite etched. Materials and the press fit have been deteriorated. This is consistent with use of incompatible cleansing agents. This includes washing/sterilizing methods. In addition, these handles are subject to friction upon loading and unloading during sterilization. No root cause related to the manufacturing process was established.

Event description:
It was reported that the tip detached from the handle at the first hammer. They fixed the instrument with tape and finished the surgery. The tip broke inside the patient and all the pieces were removed from the patient.